Event description:
Per the clinic, the patient experienced a wound infection at implant site and was treated with antibiotics (specific type, date and duration not reported). Subsequently, the device was explanted on (b)(6) 2026. Reimplantation is planned but had not taken place at the time of this report.